Event description:
It was reported a catheter replacement procedure was initially performed on (B)(6) 2014 (see manufacturer report #3004209178-2014-24381) since replacement the patient has had clear fluid leaking from their pump pocket incision. The clear fluid was described as being ¿a lot¿ and the physician believed it was cerebrospinal fluid (csf) and not serous fluid. A catheter revision was performed on (B)(6) 2014. The surgeon noted that csf fluid was leaking around the track of the catheter. It was further noted that where the catheter dives into the tissues at the pump pocket, they also noticed clear fluid leaking back. The catheter was easily aspirated intra-operatively on (B)(6) 2014 and the pump and catheter appeared to be working well. The surgeon ¿squirted plasma-like substance¿ to seal the leak around the catheter in the pump pocket. Post-operation, the anesthesiologist also did a blood patch in the spine. The patient was getting great therapy with no return of symptoms and no headaches. On (B)(6) 2014 the reporter stated that they received a call last night ((B)(6) 2014) that the pump may need to be removed. This morning ((B)(6) 2014) the reporter was later called in for removal of the pump. A neurosurgeon informed the reporter that the patient had 2 different types of bacterial infections in his pump pocket. The pump and catheter were explanted. The plan was to re-implant once the infection cleared up. The hospital did not plan to return to the pump and catheter to the manufacturer per their protocol. The pump was used to deliver baclofen and morphine. The patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).